Event description:
It was reported that pump displayed malfunction alarm while caller was sleeping, and caller could not get pump to shut off even after reset. There was no reported adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.